Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with the combiset bloodlines. A staff member attempted to administer saline at the arterial "t" and the tubing split open. Blood and saline leaked freely from the line. The inside diameter tubing "popped out" of the female t connection on the arterial side. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with the combiset bloodlines. A staff member attempted to administer saline at the arterial "t" and the tubing split open. Blood and saline leaked freely from the line. The inside diameter tubing "popped out" of the female t connection on the arterial side. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.